Manufacturer narrative:
Section h10:(h3) pending evaluation.

Event description:
It was reported that when using the 25mm segment trial 1 of the plastic tabs broke off the trial. The trial was still able to be used and there was no delay to the surgery or any plastic pieces left in the patient. No parts or pieces left in the patient. No surgical delay/prolongation. No patient information reported. Device is returning.

Manufacturer narrative:
H3: as determined, the broken instrument reported was likely the result of not considering specific performance requirements to capture user needs and design inputs (instrument durability during reprocessing/sterilization as well as force applied over lifetime of device). Due to user needs and dis not being captured, testing was not executed to verify instrument/material durability over the lifetime of the device.